Event description:
It was reported through a service report that the bed did not have power. Additionally, the left siderail panel had to be replaced. No adverse consequence reported.

Manufacturer narrative:
Siderail panel.